Event description:
It was reported that a spectrum iq pump had damaged speakers. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose speaker. The rear case will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.